Event description:
Rec'd report from consumer that she experienced a problem with bleeding approx two years ago and believes her problem was in some way possibly connected to the use of tampon products. Physicians were consulted regarding her problem.